Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer¿s blood glucose during the incident was 183 mg/dl. Troubleshooting was performed. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also reported that they received a motor position encoder error alarm. The insulin pump will be returned for analysis.